Manufacturer narrative:
Date sent: 09/24/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid colectomy procedure, the surgeon was preparing to fire across the bowel. The anvil was hard to dial down, kept backing out and would not get proper compression. The surgeon reattached the anvil and tightened it down. She continued and fired across the bowel. They heard the breakaway washer crunch. The anastomosis was poor and leaking when they visually checked it for bubbles. The saline was pouring out of the staple line but the staples were formed. The surgeon excised the anastomosis and tried again with a second like device. The same issues occurred. The doughnuts were large and thick from both devices. The surgeon then retransected; remobilized the bowel and sutured to close the anastomosis. The procedure time was over one hour extended. The patient required no units of blood and was sent to ICU with normal procedure for observance. Patient is stable but in the hospital. The below information has been requested and the sales representative is following up with the account.